Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The IFU provides the following instructions for activating the bed exit alarm: to activate the bed exit alarm system, zero the bed exit feature, make sure the bed is plugged into ac power, make sure the patient is centered on the bed and aligned with the hip locator, press the enable control until the indicator illuminates, and press the desired mode control. When the system beeps one time and the indicator stays on solid, the system is armed. When the system is armed and it detects an alarm condition for the set bed exit mode, these occur: an audible alarm comes on. The alarm sound continues until you press the optional alarm silence control or you deactivate bed exit, even if the patient returns to the correct position on the bed. The indicators for the applicable bed exit mode and alarm silence control flash. The flashing indicators continue until you deactivate bed exit, even if the patient returns to the correct position on the bed. A priority nurse call is sent (bed with this option)." An inspection performed by a baxter technician noted that nurse call system and the bed's exit alarms were working as intended. A review of the device event logs showed that the bed was disarmed at 5:14 am and not re-armed until 5:27am when the reported event occurred. In this event, the reported fall resulted in a head injury and a transfer to ICU where the patient is currently recovering, therefore, it can be reasonably concluded that medical and/or surgical intervention was required to preclude a permanent impairment of body function or permanent damage to a body structure, which concludes that a serious injury occurred. Additionally, there was no device malfunction identified upon inspection, and the reported event was attributed to a use error/misuse of the device (bed exit alarm unarmed). Prevention of this type of events is outlined in the device IFU as mentioned above.

Event description:
It was reported that the nurse call bed exit alarm was not triggered when a patient attempted to get out of bed unassisted. The patient fell, suffered a head injury, and was transferred to ICU where is currently recovering. It was noted that the no caregivers were in the room when the event occurred, the staff heard and attended the patient within a minute. This report was filed in our complaint handling system as complaint # (B)(4).